Manufacturer narrative:
The report of (ua) 41 (patient temperature sensor failure) error message that occurred on (B)(6) 2017 was confirmed through review of the archive data retrieved from the autopulse platform (sn (B)(4)); however, evaluation of the platform found no device malfunction that would cause or contribute to the reported event. The platform operated as intended without issue using a large resuscitation test fixture for 30 minutes during functional testing. As a precautionary measure, the temperature sensor was replaced. As part of routine service during testing, the platform was examined and found a stiff drive shaft. This observation was unrelated to the reported event. The clutch plate was deburred to remedy the issue; the platform was further tested and met all specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) reportedly displayed a user advisory (ua) 41 (patient temperature sensor failure) error message. The user stated that they exchanged the lifeband; however, this did not resolve the issue. The issue occurred during shift check, no patient was involved with this event.